Event description:
It was reported that during a da vinci myomectomy procedure, the maryland bipolar forceps instrument did not obey the commands properly. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation was able to verify the reported complaint. The instrument did not obey the commands due to broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The electrical continuity test was performed and passed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.